Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the patient had a meter result of 2.5 inr. On (B)(6) 2017 at 08:39, the patient tested with the meter and the result was 5.4 inr. The customer tested again with the meter using a sample from a new finger at 08:43 and the result was 4.0 inr. Both results were reported to the patient's physician and the patient did not feel there was a large difference in the results. The patient did not receive treatment and no adverse events were alleged to have occurred with the patient. The patient received no changes in medication based on the meter results. The patient's therapeutic range is 2 - 3 inr. The patient is tested every 2 weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no new medications, no diet changes, no additional illnesses, and no bleeding or bruising. The patient does not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.3 inr, donor #2 inr: 2.7 inr. Donor #1 hct: 48%, donor #2 hct: 52%. Testing results: donor #1: master lot and retention meter: 3.4 inr, customer strip and meter: 3.3 inr. Donor #2: master lot and retention meter: 2.7 inr, customer strip and meter: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.